Event description:
In may 2006 the lay user/patient contacted lifescan alleging that her one touch ultra meter was reading inaccurately low. Approximately two weeks ago, the patient reported obtaining a result in the 370 mg/dl, while unable to walk, incoherent, and showing ketones. No actions were taken following the use of the meter that would affect her blood glucose levels. The paramedics were contacted. A result of 1000 mg/dl was obtained on a healthcare professional device. The patient reported that she had "flat-lined" and the paramedics did whatever they could in response. She reported possibly receiving treatment intravenously. The customer care advocate (cca) verified that the unit of measurement was set correctly. The patient was correctly cleaning the puncture area and using the correct testing technique. The cca was unable to walk the patient through quality control testing, as the control solution had expired. The cca was unable to confirm whether the calibration code had been set correctly, as the patient had started with a new vial of test strips. The meter, test strips, and control solution were replaced. The senior medical affairs specialist spoke with the patient in may to obtain/clarity information. The patient was diagnosed with diabetes in 1997, tests twice daily, and had maintained a constant regimen of glucophage and actos. One week prior to the incident, the patient reported obtaining results in the 300-mg/dl- range, all the while not feeling well. On the date of event, the patient obtained a result of 372 mg/dl or 375 mg/dl and within 1-hour the paramedics were contacted. She had lot consciousness prior to their arrival. No attempt was made to test while she was unconscious. The paramedics attempted to treat the patient while in transport to the hospital. The patient claimed that she flat-lined during the transport. Upon arriving at the ER, a result of 1000 mg/dl was obtained on the hospital meter. She was administered insulin throughout her stay; however, her blood glucose level was unstable and remained elevated. She was advised that her extremely high blood glucose levels were due to the diagnosed infection and liver abnormalities requiring further testing. She was prescribed an additional oral medication prior to her release on sunday, may.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.